Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission indicated an undersensed beat during a slow ventricular tachycardia due to a small r-wave amplitude preceded by a larger r-wave amplitude. Several programming changes were recommended. The changes were not completed as it would make the device more sensitive. The patient will be monitored. No further information is available.